Event description:
It was reported that after an ion endoluminal lung biopsy procedure, a pneumothorax was identified that required a chest tube and hospitalization. The targeted nodule was 1.0 cm in size and located in the left upper lobe - anterior segment 0mm of distance to the pleura - the nodule contacted the pleura. Instruments utilized included a 21g flexision needle and forceps. Imaging modalities included c-arm fluoroscopy and radial endobronchial ultrasound (rebus), along with endobronchial ultrasound (ebus) for staging. The procedure was completed as planned. A routine post-procedure chest x-ray identified a moderate pneumothorax; therefore, a chest tube was inserted. The physician believed the pneumothorax was caused by the biopsy of a pleural based lung nodule and that a pneumothorax could have occurred via another biopsy modality. The diagnosis obtained from pathology was adenocarcinoma (malignant). The chest tube was removed within 24 hours, then the patient was discharged home. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.